Event description:
Additional information was received from a patient (pt). It was reported that the actions/interventions taken involved calling a tech at the manufacturer. The patient stated it was still kind of hard to connect. They may talk to the doctor and have them examine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was since (B)(6) 2022 the pt had trouble recharging the ins. It took a while to connect and once they did they could not move when recharging because when it disconnected it took a while to connect again. It also took hours to charge. They stopped charging the ins due to the trouble and now the ins would not recharge at all and they were supposed to get a MRI and charge it so they can show them something but it would not connect. During call pt verified no damage to the rtm or to the controller charging port. Pt cleaned the rtm plug and blew into the controller charging port. Pt reset the controller and when they attempted to recharge the ins they got no device found. Pt went through passive recharge mode and got recharging excellent. The controller was at 90% and the ins was in the red. The troubleshooting steps that were taken on the call resolved the issue. Pt asked about ins charge duration expectations, agent reviewed. Patient stated that they lost another 80 pounds and the ins was now moving all over the place. Pt redirected pt to their hcp for further assistance.